Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted the full lead was returned. The helix does not extend due to the driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix would not extend on the second try. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.